Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were implanted 2 days ago and since then they have been having physical problems. Caller stated that on tuesday it was a little bit better, but yesterday was horrible and they can't get in certain positions and it's painful to get up and down the toilet. Caller added that they keep getting shocks from the device and it felt like it was not constant, but it depends on movement if they move a certain way. Caller noted they called their doctor and were told to call manufacturer representative (rep). Agent had caller connect the handset to the communicator. Caller was able to connect to the ins and confirmed that they were on 5.0v. Patient decreased the stimulation level. Patient to monitor the issue and redirected to healthcare provider (hcp) if it persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.